Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that an infected patient present in clinic for follow up. It was unknown if the infection was product/procedure related. The whole pacemaker system was explanted and replaced with a leadless pacemaker. The patient condition was stable throughout procedure.